Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the during a revision procedure (MFR report #: 3006630150-2016-00418), high impedances were noted when the leads were attached to the newly implanted ipg. The surgeon attempted to adjust the leads after loosening the set screws but the leads would not come out of the ipg. It was decided that the only option was to close the patient up with the ipg and leads intact to be revised at a later date. Device malfunction was suspected. The patient will undergo a revision procedure to replace the ipg.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the during a revision procedure (MFR report #: 3006630150-2016-00418), high impedances were noted when the leads were attached to the newly implanted ipg. The surgeon attempted to adjust the leads after loosening the set screws but the leads would not come out of the ipg. It was decided that the only option was to close the patient up with the ipg and leads intact to be revised at a later date. Device malfunction was suspected. The patient will undergo a revision procedure to replace the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and a lead was replaced. No device malfunction was suspected. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the during a revision procedure (MFR report #: 3006630150-2016-00418), high impedances were noted when the leads were attached to the newly implanted ipg. The surgeon attempted to adjust the leads after loosening the set screws but the leads would not come out of the ipg. It was decided that the only option was to close the patient up with the ipg and leads intact to be revised at a later date. Device malfunction was suspected. The patient will undergo a revision procedure to replace the ipg.